Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer mentioned using pump supplies for 4 days. Tandem technical support (cts) educated customer on supplies labeling. Customer declined to troubleshoot with cts.